Manufacturer narrative:
The serial number documented in the initial report was incorrectly entered as isr54115. The correct serial number the customer inspected was (B)(4). No further updates or corrections were necessary.

Manufacturer narrative:
Patient information: no further patient information was provided. The customer inspected the architect isr54115 and replaced the r1 probe and pm sensor. The probe and pm sensor replacement resolved the issue. Review of the service history for the architect analyzer did not identify any contributing factors to the current complaint. There have been no further occurrences of discrepant results since the probe and pm sensor were replaced. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. Trending data and manufacturing documentation for the probe and pm sensor did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer reported a false negative architect total b-hcg result while using an architect i2000sr analyzer. Sample ID (B)(6) generated <1.20 miu/ml on (B)(6) 2019. A new sample was collected on (B)(6) 2019 and generated a positive result of 567.72 miu/ml. No impact to patient management was reported.